Event description:
It was reported that the ipg is inoperable and unable to communicate with neither the programmer nor the charger. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.